Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported call that the insulin pump had rewind anomaly. The customer's blood glucose value was 14 mmol/l. The customer reported that the insulin pump was not rewind by holding the act button down. It was also reported that the low reservoir and no delivery was present in the alarm history and no motor error was in the alarm history. The insulin pump will not be returned for analysis.